Manufacturer narrative:
In this case, with the very sparse information we have, there is nothing indicating that the problems, experienced by the patient, are related to the atis ev product. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. According to the available information, a patient received one atis ev 4.2s 9mm dental implant, in position #6 (fdi 13) on (B)(6) 2022. The implant was subsequently removed on (B)(6) 2022, due to buzzing in ears. Patient was worried that the implant was a tracker. As stated in the information we have up until now, the current status of the patient is good. We are waiting for more information to better understand the circumstances regarding the case.